Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude. In addition, patient felt like leads are in a different place in pocket than before. This lead remains in service. No adverse patient effects were reported.